Event description:
A peritoneal dialysis patient has reported that dialysis solution is leaking out of the cassette and into the cycler. When she opened the door, fluid was noticed on the inside of the cassette compartment. Peritoneal dialysis nurse reports patient experienced no ill effects or had antibiotics administered. Effluent remains clear, cultures drawn resulted with no growth. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.